Manufacturer narrative:
Device was not returned to MFR for investigation. With the provided info, it is presumed that the tip end of corsair catheter was caught by cto lesion, where rotational and/or pull-pack manipulation was applied with force, resulting breakage of tip end by the force exceeding the product's design limit.

Event description:
Reportedly, during the pci for heavily calcified cto lesion at lcx, tip of corsair was broken. Retrieval of the broken fragment was performed but failed, CABG was performed for revascularization.